Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a left upper limb venous balloon dilation angioplasty procedure, the pta balloon was allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. And during visual analysis fiber disturbance could be noted in the balloon nearer to the distal tip. No specific anomalies were noted to the luers, bifurcate or glue fillets and in returned device. On functional testing the balloon was inflated with an in-house presto inflation device. During inflation water leak could be identified from the balloon. Further, the balloon fibers were stripped and under microscopic observations, a pinhole rupture was noted in the balloon near to the distal tip. No other functional testing was performed. Hence based on the visual analysis of the returned sample, investigation was confirmed for identified fiber disturbance in the balloon near to the distal tip. Based on the microscopic observation, a pinhole balloon rupture was noted. Therefore, the investigation was confirmed for the reported balloon rupture. A definitive root cause for the reported balloon rupture and identified fiber disturbance issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2025), g3, h6 (device) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a left upper limb venous balloon dilation angioplasty procedure, the pta balloon was allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a left upper limb venous balloon dilation angioplasty procedure, the pta balloon was allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: our firm received an FDA email correspondence on 8-july-2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. H11: d4: medical device expiration date- 12/31/2025. D4: UDI - (B)(4). H4: device manufacture date- 02/21/2023.